Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to one of the cylinders migrating out of the corpora through the stitches. Upon inspection, the physician inadvertently damaged the ipp with the furlough tool, leading to the component being replaced. During the procedure, the original reservoir was reconnected to the new components and the rear tip extenders (rte) were replaced to 1 cm on each side.